Event description:
While performing endoscopic vein harvest for a coronary artery bypass graft (CABG) procedure, the physician assistant noticed the cautery equipment being used was producing a lot more smoke than usual for that device. When he took the device out of the patient's left leg, it was sparking fire and smoking. Staff immediately sprang into action activating the fire alarm, eliminating the power source and co2 source, and putting the device in saline. Prior to noticing the high amount of smoke, the physician's assistant asked the circulator to adjust the power level on the device due to it not working properly. The power source was turned up to 4, normally put at 3, then put back down to 3 immediately after, which seemed to help the device work better. Then the incident occurred. The patient was not harmed.